Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 57-313 (mg/dl). A manual injection was delivered to address elevated bg levels; glucose tablets and food were consumed to address low bg levels. Reportedly, customer attributed fluctuating bg levels to their carbohydrate ratio settings. Customer received assistance adjusting their carbohydrate ratio settings per their health care provider's specifications.